Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that in the last 6 months when the patient goes into certain stores like walmart, the patient feels a buzz. Reviewed security guidelines. Patient said they were using the programmer typing to figure out how to turn stimulation off when the device started acting wacky. Patient said they usually have stim set at 6.0 or 6.1 but when the patient was trying to figure out how to turn stim off the patient felt an uncomfortable pulsing. Agent did not ask about the circumstances that led to the reported issue. Reviewed how to sync with the ins. During the call when the patientsynced with the ins, stim was off. Reviewed how to turn stim on when patient turned stim on stim was uncomfortable. Patient was able to decrease stim to a comfortable level. Patient wanted to know why 6.0 or 6.1 is now uncomfortable. Reviewed the possibility that stim was off and possibly had been off before the patient started trying to turn stim off. Patient said they don't think the deviceis working properly and doesn't think it is safe so is going to talk to the doctor about the device being removed. The patient was redirected to their healthcare provider to further address the issue.